Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after one attempt at deployment, the valve was deployed approximately to 60% and was recaptured to adjust the implant position. The actuator handle was turned several times and then separated during the recapture. An attempt was made to reconnect the actuator pieces, but hypotension occurred. The system was moved into the ascending aorta and the actuator handle was successfully re-assembled. The valve was recaptured and the system was withdrawn from the patient. A second valve was used for the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received with the handle components detached from the delivery catheter system (dcs). The device was received with the capsule partially opened. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. A kink was observed along the proximal end of the inner member shaft near the spindle hub. Tab 3 was observed to have detached from the male actuator component. Tab 4 of the actuator component was observed to have a hairline fracture at the point where the tab protrudes from the male actuator component. A stress mark was observed on both tab 1 and tab 2. Conclusion: the reported event indicates that the valve was recaptured once due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that during recapture the deployment knob (actuator) separated. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A kink was observed in the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner m ember shaft kinks have historically been observed on devices returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. The device was received with the handle components detached from the dcs confirming the reported event. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. There was no other evidence of damage observed on the subject dcs. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and the cause of the hypotension and its potential relationship to the dcs, or the actuator separation, cannot be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.